Event description:
Additional information stated the revision occurred on 2011-(B)(6). It was noted ¿they removed the blood clot and did the revision at the same time.¿

Event description:
It was reported that the patient had blood clot after initial implant. The lead caused pain and it was revised but she never got appropriate stimulation. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 37752, serial# (B)(4). Product type: recharger: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead. (B)(4).